Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and leads were added. The patient was doing well post operatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was tilted and would not hold a charge. The patient will undergo an ipg replacement procedure and pocket site relocation.

Event description:
A report was received that the patient's ipg was tilted and would not hold a charge. The patient will undergo an ipg replacement procedure and pocket site relocation.